Manufacturer narrative:
H.6. Investigation: this memo is to summarize findings on the recent complaint (B)(6) against bbl¿ chromagar¿ candida medium, catalog number 254106, lot number 1019238. Event description: it was reported that candida albicans would not grow or almost would not grow. Complaint history review: the complaint trends were reviewed for a period of 12 months. There were no similar cmplaints reported for this product. Therefore, a trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. Sample analysis: a picture sample was provided showing one plate without noticeable problems. The retain samples were reviewed and no deviation could be detected. A performance test was performed for retain samples of batch 1019238. The following strains were tested and led to excellent growth: c. Albicans atcc 60193 c. Albicans atcc 10231 for 48 hours at 35°c - 37°c in an aerob atmosphere without light. Evaluation results: based upon our investigation, we have excluded any systemic failure in our manufacturing process. No deviations could be determined neither during in-process control nor during qc release or on retention samples of the corresponding batch number. The reported issue could not be reproduced with the retain samples and the strains c. Albicans atcc 60193 and c. Albicans atcc 10231 did grow as expected within our qc lab. Investigation conclusion: based on the evaluation of the report, the complaint was not confirmed. A corrective and preventive action will not be implemented as a trend could not be identified. We would suggest any prepared plated media is set aside, and not used, that does not meet the appearance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that while using plate bbl chromagar candida 90mm atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ chromagar¿ candida medium catalog number 254093 which is a class 1, 510(k) exempt device.

Event description:
It was reported that while using plate bbl chromagar candida 90mm atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.